Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient started having symptoms of nausea, leg cramps and sweating (diaphoresis). The reporter stated that these same symptoms have occurred in (B)(6) 2012 and (B)(6) 2011. When the drug that was in the pump reservoir was removed it was a dark color, both in (B)(6) 2012 and (B)(6) 2011. The patient believed that the medication was going bad in the pump. It was later reported that the patient¿s refill sessions were extended to last longer because of the required travel time to the healthcare provider¿s office, and the patient continued to believe the medication was going bad. The patient had an appointment the following day on (B)(6) 2012 to have a dosage increase, refill and a bolus delivery added during the day. When referring to symptoms, the patient noted that withdrawal was very unpleasant. The medication being delivered was morphine. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).